Manufacturer narrative:
(B)(4). Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Unit received with blank display problem isolated to the electronic assembly. No battery cap cracked, damage found noted.

Event description:
Information received by medtronic indicated that the insulin pump did not turn on. Customer stated that there was problem with the battery cap and insulin pump turn on using the old battery cap. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.